Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2022 with a nosebleed that started the prior afternoon. Bleeding was controlled in the ER with afrin, viscous lidocaine, and holding pressure. The heart failure team was consulted and deemed the patient ready for discharge the same day with instructions to use afrin and hold pressure if bleeding returned. Labs in the ER were stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the report of bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.